Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 3 (1&2) showed as disconnected, and the station was not turning on due to the faulty drawer controller and module boards. A field service engineer replaced the drawer's controller and module boards. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a drawer failure and could not be powered back on. Additionially, reported that the user was able to retrieve the needed medication from the other medstation and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this event.